Manufacturer narrative:
According to the customer, the nebulizer turns on but is not dispensing the "ipratropium bromide albuterol" medication. The customer reported she takes the medication "twice a day for copd" and has not been receiving her medication since on (B)(6) 2024 when the device began to malfunction. The customer reported she has not developed an increase in respiratory symptoms due to the reported incident. The customer reported there was no serious injury, medical intervention, or follow-up care related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the nebulizer turns on but is not dispensing the "ipratropium bromide albuterol" medication.